Manufacturer narrative:
Although it has been indicated that no sample is being returned for eval, the investigation into this event is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, indwelling PICC device had to be removed due to a crack in the valved hub luer. It was also indicated that similar events had occurred 4 add'l times, however, details of those events were unavailable. No pt injury or complications were reported. The used devices were discarded by the hosp.